Event description:
Received a letter from an attorney alleging that a customer was seated in his chair when he bent over reaching for a can of soup out of a cabinet when the chair ran out of control into a wall. The customer sustained injury to his elbow.

Manufacturer narrative:
Actual device involved in incident is currently in the possession of an attorney. Evaluation anticipated, but not yet begun. Cannot draw any conclusions at this time. A follow-up report will be submitted upon completion of our investigation.